Event description:
During the transcatheter aortic valve replacement, with a 29 mm sapien 3 transcatheter heart valve via an open transfemoral approach; attempted transapical approach was complicated by balloon rupture and inability to deploy valve successfully.